Event description:
Ous MDR - boston scientific received information that during a two month post implant follow up visit, this right ventricular pace/sense lead displayed decreased r waves and increased threshold measurements. An x-ray was performed confirming the lead was dislodged and located in the atrium. The device was reprogrammed to off and the patient was hospitalized until a lead revision can be performed. No adverse patient effects were reported. The patient with this lead has an intrinsic rhythm and does not require pacing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.